Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ I had pain everywhere"), embedded device ("imbedded essure coils/has essure coils embedded in the cornu"), device expulsion ("migration of essure device location of device: moved from tubes to uterus"), systemic lupus erythematosus ("autoimmune disorders/autoimmune disorder-type of disorder:lupus") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included back surgery on (B)(6) 2013, uterine dilation and curettage, appendectomy and hysteroscopy. Concurrent conditions included gerd, fatigue, fibromyalgia, dental caries, factor v leiden carrier, abdominal pain, malaise, lower abdominal pain, muscle weakness, memory loss, urinary incontinence, insomnia, libido decreased, feeling sick and throat pain. Concomitant products included medroxyprogesterone acetate (depo provera) for pain menstrual as well as ibuprofen and tramadol. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient was found to have blood oestrogen decreased ("hormonal changes describe:estrogen levels low") and experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti's"). On (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 3 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back all the time"), myalgia ("muscle pain") and chest pain ("chest pain"). The patient was treated with surgery (on (B)(6) 2017 (bilateral salpingectomy), on (B)(6) 2017 (surgical removal of coil(s). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, myalgia and chest pain had resolved, the embedded device, device expulsion, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, cystitis, urinary tract infection, migraine, headache, ovarian cyst and diarrhoea outcome was unknown and the blood oestrogen decreased, depression and anxiety was resolving. The reporter considered anxiety, back pain, blood oestrogen decreased, chest pain, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, myalgia, ovarian cyst, pelvic pain, systemic lupus erythematosus, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: removal date of essure: on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2017: preoperative diagnosis: multiple adverse reactions to essure coils. Final diagnosis: fallopian tubes, two segments, partial resection: two segments of histologically unremarkable fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: depression, dysmenorrhea, anxiety, muscle pain, female pelvic pain, chest pain, headaches, chronic diarrhea. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: incontinence, dysmenorrhea(cramping), hormonal changes describe: estrogen levels low, infection (bladder/ urinary tract/vaginal) type: bladder, uti's, migraines, headaches, migration of essure device location of device: moved from tubes to uterus, depression, anxiety, reproductive system disorder or condition type of disorder or condition: ovarian cysts, gastrointestinal or digestive system condition type: chronic diarrhea, low back all the time, muscle pain, chest pain, she did not underwent essure confirmation test. Event added from mr: imbedded essure coils/has essure coils embedded in the cornu. Pt was updated for the event autoimmune disorder to autoimmune disorder type: lupus. Event outcome was updated for the event: pain, low back all the time, muscle pain, chest pain, depression, anxiety, hormonal changes describe: estrogen levels low. Concomitant drugs and conditions were added. Historical conditions were added. Lab data was added. Reporter information was added. On 31-jan-2019: coding request. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ I had pain everywhere"), embedded device ("imbedded essure coils/has essure coils embedded in the cornu/ found the coils stuck through my uterine wall"), device expulsion ("migration of essure device location of device: moved from tubes to uterus"), systemic lupus erythematosus ("autoimmune disorders/autoimmune disorder-type of disorder:lupus") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included prilosec [omeprazole]. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included back surgery in (B)(6) 2013, uterine dilation and curettage, appendectomy and hysteroscopy. Concurrent conditions included gerd, fatigue, fibromyalgia, dental caries, factor v leiden carrier, abdominal pain, malaise, lower abdominal pain, muscle weakness, memory loss, urinary incontinence, insomnia, libido decreased, feeling sick and throat pain. Concomitant products included medroxyprogesterone acetate (depo provera) for pain menstrual as well as alprazolam (xanax), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, magnesium, methocarbamol, montelukast, potassium, sertraline hydrochloride (zoloft), sucralfate and tramadol. On an unknown date, the patient started prilosec [omeprazole] at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient was found to have blood oestrogen decreased ("hormonal changes describe:estrogen levels low") and experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti's"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), 3 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back all the time"), myalgia ("muscle pain") and chest pain ("chest pain"). The patient was treated with surgery (B)(6) 2017 (bilateral salpingectomy),(B)(6) 2017 (surgical removal of coil(s))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, myalgia and chest pain had resolved, the embedded device, device expulsion, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, cystitis, urinary tract infection, migraine, headache, ovarian cyst, diarrhoea and fibromyalgia outcome was unknown and the blood oestrogen decreased, depression and anxiety was resolving. The reporter considered anxiety, back pain, blood oestrogen decreased, chest pain, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, embedded device, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, ovarian cyst, pelvic pain, systemic lupus erythematosus, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: preoperative diagnosis: multiple adverse reactions to essure coils. Final diagnosis: fallopian tubes, two segments, partial resection: two segments of histologically unremarkable fallopian tube.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: depression, dysmenorrhea, anxiety, muscle pain, female pelvic pain, chest pain, headaches, chronic diarrhea. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet: event fibromyalgia and concomitant medication was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ( to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.